Event description:
It was reported that during the patient's generator replacement surgery high impedance was detected. The high impedance was detected on both the explanted generator and the replacement generator. It was reported that x-rays were performed and showed that the lead was intact. The patient underwent lead revision surgery due to the high impedance. Pin re-insertion was attempted but did not resolve the high impedance. Once the lead was replaced the high impedance was resolved. The suspect product has not been received by the manufacturer for product analysis to date. No further relevant information has been received to date.

Event description:
The suspect product was received by the manufacturer for product analysis; however, product analysis has not been completed to date. No further relevant information has been received to date.

Manufacturer narrative:
Date received by manufacturer. Corrected data: initial report inadvertently listed incorrect date that supplemental information was received. Information was received on 06/18/2019. Product analysis reported in this supplemental MDR was approved on 07/23/2019.

Event description:
Product analysis was completed for the returned lead. Note that the electrode array portion of the lead was not returned to the manufacturer for product analysis and therefore a complete evaluation of the lead could not be performed. A lead break was identified in the positive coil of the lead and scanning electron microscopy images of the positive coil break showed the presence of pitting and electro-etching at the break location. However, the fracture mechanism could not be determined. Setscrew marks were seen on the connector pin, indicating that at one point, a good connection was made between the lead and the generator. Outside of the reported break and pitting on the positive coil, the condition of the returned lead was consistent with the condition of leads following explant procedure and no other anomalies were identified. No further relevant information has been received to date.